Manufacturer narrative:
No device analysis results are available because the device was not returned the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the physician encountered tension upon attempting to advance the delivery system around the right atrium. Guidewire position was then lost and the implanter determined it would be best to retract and remove the delivery system and then refloat the guidewire. He was only able to retract the delivery system to the point of the sheath. The sheath was then cut with scissors, ultimately cutting though the delivery catheter and guidewire as well. At this point the implant was abandoned and all components were safely removed. The implanter attributed the difficulty to the patient's difficult anatomy and stiffness in the delivery catheter. Patient was deemed stable and there were no adverse consequences. A second implant attempt was made (B)(6) 2023 and the patient was successfully implanted.